Event description:
During the surgical procedure (anterior endoscopic lumbar fusion) a 15/17mm b.a.k. Laparoscopic seal was inadvertently implanted in the disc space. The seal was implanted with the b.a.k. Spinal cage.